Event description:
On (B)(6) 2012, the patient contacted animas and reported that the up arrow, down arrow and ok keypad buttons were intermittently unresponsive and required multiple presses to elicit a response. The patient denied any damage to the rubber keypad or evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no damage was observed. During testing all keypad buttons were intermittently responsive and multiple button presses were required to elicit the intended response. The keypad cover was removed and evidence of contamination was found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.